Event description:
The lead was placed at t8-t7 as a stage 1 lami lead trial. They were unable to get any stimulation on the right side of the pt; the pt did feel stimulation on the left side. Impedances on the 0, 1, 6, and 7 electrodes were >3600ohms; all others were within normal limits. On (B) (6) 2007, the pt was scheduled for the stage 2 implant of the neurostimulator and extensions. The impedances on the electrodes were still >3600 ohms. The surgeon was not confident that the lead was not defective, so decided to replace it. Post-op the pt was getting stimulation on both sides and all impedances were normal. It was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Final device analysis of the lead revealed the flange on the connector is crushed. The flange on the edge of the #8 connector of the lead has been crushed allowing it to pass through the #0 connector of the extension. This allowed the lead to bottom out in the extension so that the connectors of the lead did not line up with the connectors of the extension. Final device analysis of the extensionns revealed no anomalies found; the extensions were functionally okay.